Event description:
Customer contacted customer service indicating use of flosser caused tooth to break. Lapse in complaint entry due to personnel assigned to claim exiting the organization. Customer service attempted follow-up contact with customer (B)(6) 2023, awaiting return correspondence.